Event description:
It was reported that the patient's right hip was revised due to femoral fracture. A competitor stem and head were revised, and the surgeon decided to revise the stryker liner as well. There are no allegations against the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.